Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began 2 years ago prior to contacting lfs. The patient reported unknown blood glucose reading(s) with the subject meter and unknown blood glucose readings(s) on another meter (onetouch ultramini), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results cannot be determined for the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. The patient claimed she took in more food/drink as a result of the alleged issue. The patient denied developing symptoms. It is not known if the patient received any treatment after the alleged issue began. According to the patient, no other blood glucose device was used. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was correct, the patient's testing procedure was correct, and an approved sample site was used. The patient, however, did not have the control solution to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.